Event description:
Caller reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer's blood glucose level. Customer confirmed use of the tandem charging cable and wall adapter and noted that the pump occasionally stopped charging but resumed on its own. No additional corrective actions were mentioned.